Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards received information that a patient with a bioprosthetic mitral valve, implanted for 5 years and 10 months, underwent a valve-in-valve procedure due to mitral stenosis. A tmvr was performed using an edwards transcatheter valve. The procedure was completed and the patient was in stable condition.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to mitral stenosis with restricted leaflet motion. A 29mm transcatheter valve was implanted. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The patient was discharged on post-operative day four.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.